Event description:
The guidewire was being used as a "buddy" wire. When the device was pulled out aggressively, the tip detached. Attempts to retrieve the tip with a snare device were unsuccessful.

Manufacturer narrative:
Further info revealed that after the stent was deployed in the sfa/popliteal, the decision was made to wire both the peroneal with pt wire (rail wire) and anterior tibial with the surepath guidewire (used as a "buddy" wire). The attempt was to wire both vessels in order to laser the vessels. While trying to wire the anterior tibial with the surepath, the wire went subintimal. As a result, the wire tip became mangled. At the time,, it was decided not to laser the vessels and the wires were removed. With the tip mangled from attempting to wire the anterior tibial, it's possible that the wire caught the proximal stent strut when being removed. The device was received from the catheter lab on (B)(6) 2013 and is currently in analysis. An MDR supplement will be submitted following the analysis.